Manufacturer narrative:
A ge representative evaluated the system and reseated a connector. The system operates as intended.

Event description:
The customer reported the system would not hold an image. No patient injury was reported.